Event description:
Per the clinic, the patient experienced poor performance with the device and subsequent loss of connection to the internal device. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(4) 2022 and the patient was reimplanted with another cochlear device during the same surgery.